Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and a blank display. The customer¿s blood glucose was 114 mg/dl at the time of incident. Customer stated that the insulin pump had a blank display and alarmed stuck button after battery replacement. Customer stated that they were unable to clear the alarm and that the insulin pump button was not pressed down for 3 minutes or longer. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected blank display noted during testing. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.